Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, due to normal eri, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was capped and replaced. Patient was doing fine before, during and after the procedure.